Event description:
For the last 3 weeks that we have been trialing the trapease polyp trap, we have encountered the following problems and we believe they are major patient and staff safety concerns: 1) we are losing polyps due to its faulty trapping mechanism (it doesn't trap polyps as it should and they go straight to the suction canister for which we can¿t retrieve them anymore); these polyps are for cancer and malignancy screening and it is a major disservice to our patient¿s to lose the very main reason they went for these procedures; 2) the suction connection is not as flexible to accommodate the suction port of the scope, hence it always falls off and is high risk for splashes and body fluid spills; 3) specimen collection is challenging due to its tiny catching space; often times we would need to use a needle (it is this tiny) to fish it out which gives a lot potential risk for needle stick injury.